Event description:
As reported, on a survey for a cordis aviator plus percutaneous transluminal angioplasty (pta) balloon dilatation catheter used in carotid interventions, respondent #22 stated that a reintervention was required due to restenosis occurring at 3 months. The device will not be returned for evaluation.

Manufacturer narrative:
Information will remain unknown as this is a double-blind survey. As reported via survey, respondent #22 indicated that reintervention was required due to restenosis occurring three months following treatment with a cordis aviator plus pta balloon dilatation catheter during a carotid intervention. The device was not returned for evaluation, and no additional procedural or clinical details were provided. The device was not returned for analysis, and no lot or catalog information was provided. Since no lot number was provided, a product history record (phr) review could not be generated. Pta balloon catheters, including the aviator plus pta balloon dilatation catheter, are designed to temporarily dilate a vessel and are not intended to provide long-term patency, as they are not implanted devices. The reported ¿arterial restenosis¿ is a well-documented clinical outcome following angioplasty and is primarily attributed to biological processes such as smooth muscle cell proliferation, neointima formation, vessel wall recoil, and tissue growth during the healing response. Numerous patient and lesion specific risk factors contribute to restenosis, including diabetes mellitus, smoking, hyperlipidemia, hypertension, chronic kidney disease, advanced age, vessel size, lesion length, and plaque morphology. Procedural variables such as residual stenosis, arterial recoil, and adequacy of antiplatelet or anticoagulant therapy (not reported in this case) also play a role. Without the return of the device for analysis and given the absence of any evidence of device malfunction or performance issue and considering these well-recognized clinical and biological mechanisms underlying restenosis, there is no medical evidence to suggest that the cordis aviator plus pta balloon dilatation catheter caused or contributed to the reported event. According to the precautions and potential complications in the instructions for use, which is not intended as a mitigation of risk, ¿the device should only be used by physicians who are trained in the performance of arteriography and who have received appropriate training in percutaneous transluminal angioplasty in the indicated arteries. Prior to use, the device should be examined to verify functionality and integrity, and ensure that its size is suitable for the specific procedure. Before and during the procedure, appropriate anticoagulant/antiplatelet therapy should be provided to the patient, as needed. Consider the use of systemic heparinization by flushing the devices with sterile heparinized saline or similar isotonic solution. Potential complications, which may lead to additional intervention, include, but are not limited to: abrupt closure, acute myocardial infarction, allergic reaction (device, contrast medium and medications), amputation, aneurysm, angina, arrhythmias (major, minor), including ventricular fibrillation, arteriovenous fistula, coma, death, embolism/air embolism, hematoma, hemorrhage, including bleeding at puncture site, hypotension/hypertension, ischemia, necrosis, nephropathy, neurological events, including peripheral nerve injury and neuropathies, organ failure (single, multiple), paralysis, pyrogenic reaction, renal failure, restenosis of the dilated artery (vessel), seizures, sepsis/infection/inflammation, shock, stroke, thrombosis (thrombus), transient ischemic attack, vascular complications (e.g. Intimal tear, dissection, pseudoaneurysm, perforation, rupture, spasm, occlusion), and weakness.¿ the information available does not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.